Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. Harsum s, & low s. (2009). Reversed vaulted acrysof intraocular lens presenting as pupillary block. Eye, 23, 1880-1882. (B)(4). This report was mailed to FDA on: 05/06/2011. (B)(4).

Event description:
Two surgeons reported that four weeks following intraocular lens (iol) implant surgery, a patient developed pupillary block. At his four week visit, the patient's uncorrected visual acuity was 20/30 and he underwent a dilated fundal examination. The following morning, he awoke with severe pain. That evening, he presented to the eye unit. His visual acuity at the time was hand movements, he had a decompensated cornea, shallow anterior chamber, and an intraocular pressure of 48 mm hg. The body of the iol was in the anterior chamber, and the haptics were in the capsular bag, causing total pupillary capture. It was noted that the haptics were pointing in the opposite direction to normal, indicating the iol had been inserted upside down and therefore was vaulting ten degrees anteriorly instead of posteriorly. The patient was treated medications and underwent ocular massage, which failed to reverse the pupillary block. Due to corneal swelling, the iol was relocated into the capsular bag at the slit lamp with topical anesthesia using a nasolacrimal cannula attached to a syringe filled with normal saline to maintain the anterior chamber. Normal intraocular pressure was restored immediately. The patient continued on eye drops for one month, after which he had two trial dilations without recurrence of pupillary capture. Additional information has been requested.